Manufacturer narrative:
Updated fields: d4 (UDI#), d9, g3, g6, h2, h3, h6, h11 the ul pro fused headlight cable 9ft, 275cm (001388lx9) was not returned for evaluation after three good faith effort (gfe) attempts were made. Therefore, a definite root cause of the reported issue could not be determined. Based on the reported complaint, the probable root cause for this ul pro fused headlight cable having shattered glass on the cable is rough handling/environmental damage. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
It was reported that during a spinal fusion procedure, the glass shattered on the ul pro fused headlight cable 9ft (001388lx9) connection to the mlx light source. "It was very hot and charred the surgeon's surgical gown." It was reported that the device was not in contact with the patient and no injury or surgical delay occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.